Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) could not be interrogated by two different programmers (device not recognized). Also, there was no magnet response. The device was implanted on 11/23/98 at high output (5v @ 0.5ms).